Manufacturer narrative:
The device was used for treatment, not diagnosis. This device is used to help drive screws into the patient's bone during insertion. Information regarding the patient's bone quality or medical history was not provided. An evaluation of the returned polyaxial screwdriver confirmed a shear fracture of the distal hexalobe. The fractured hexalobe was not returned. This type of failure can occur when the driver is subjected to a torsional load greater than the design intent which results in the shear fracture of the hexalobe tip. If additional information is provided, a supplemental report will be issued.

Event description:
It was reported the tip of the screwdriver broke off during surgery. There were no reports of a delay in surgery. No patient symptoms nor complications reported as a result of this event.